Event description:
On (B)(6) 2012, the pt underwent the operation with the small xia (cortical bone trajectory method). After about one month, when the pt was flexed and extended of the lumbar, the noises were heard. Therefore, the surgeon checked x-ray, the rod loosened (with the screw of the right and left of l5). The surgeon is using the torque wrench, when tightening the blocker. The surgeon is monitoring for the pt now. And the surgeon requested the biomechanical test of cortical bone trajectory method and ps method.

Manufacturer narrative:
Additional info has been requested and if made available, this will be reported as supplemental. Method, result and conclusion codes will be made available following an engineering eval.